Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium and chloride on the alinity c processing module for multiple patients. The following results were provided (chloride reference range 95 to 110 mmol/l; sodium reference range 135 to 145 mmol/l): on (B)(6) 2025, sid (B)(6). Initial chloride result= 124.06 mmol/l; repeat result (analyzer (B)(6)= 103.24 mmol/l. On (B)(6) 2025, sid (B)(6). Initial chloride result= 148.87 mmol/l; repeat result (analyzer (B)(6)= 104.05 mmol/l. Initial sodium result= 169.81 mmol/l; repeat result (analyzer (B)(6)= 138.82 mmol/l. On (B)(6) 2025, sid (B)(6). Initial chloride result= 129.37 mmol/l; repeat result (analyzer (B)(6)= 107.50 mmol/l. On (B)(6) 2025, sid (B)(6). Initial chloride result= 127.53 mmol/l; repeat result (analyzer (B)(6)= 103.40 mmol/l. On (B)(6) 2025, sid (B)(6). Initial chloride result= 128.54 mmol/l; repeat result (analyzer (B)(6)= 107.16 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6), and observed build up on the cup, ict- ref, with probes and damage to the cable, ict to ict pre amp. Fsr cleaned the cup, ict- ref, with probes and replaced the cable, ict to ict pre amp, which resolved the issue. The service review for the alinity c processing module found no additional discrepant sodium and chloride results were reported after the current event was identified. A review of tracking and trending of the alinity c did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending for the cup, ict- ref, with probes and the cable, ict to ict pre amp did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the cup, ict- ref, with probes and the cable, ict to ict pre amp was identified.

Event description:
The customer observed falsely elevated sodium and chloride on the alinity c processing module for multiple patients. The following results were provided (chloride reference range 95 to 110 mmol/l; sodium reference range 135 to 145 mmol/l): (B)(6) 2025, sid (B)(6): initial chloride result= 124.06 mmol/l; repeat result (analyzer (B)(6)) = 103.24 mmol/l. (B)(6) 2025, sid (B)(6): initial chloride result= 148.87 mmol/l; repeat result (analyzer (B)(6)) = 104.05 mmol/l. Initial sodium result= 169.81 mmol/l; repeat result (analyzer (B)(6)) = 138.82 mmol/l. (B)(6) 2025, sid (B)(6): initial chloride result= 129.37 mmol/l; repeat result (analyzer (B)(6)) = 107.50 mmol/l. (B)(6) 2025, sid (B)(6): initial chloride result= 127.53 mmol/l; repeat result (analyzer (B)(6)) = 103.40 mmol/l. (B)(6) 2025, sid (B)(6): initial chloride result= 128.54 mmol/l; repeat result (analyzer (B)(6)) = 107.16 mmol/l. There was no impact to patient management reported.